Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Evaluation in progress.

Event description:
Approximately one year and two months post hvad implantation, the site reported that the patient experienced a power source change in the controller earlier than expected. The controller was removed from the patient and a new controller was supplied. No harm or injury to the patient was reported as a result of this incident. Preliminary review of the log files revealed that the patient had experienced a loss of power on the reported event date.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. One battery and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The controller passed visual examination and functional testing; device performed per specification at bench level. System testing did not indicate any abnormal operation of the controller. The reported event was confirmed via review of the available data log file which graphically confirmed an instance of communication errors between battery and controller and a series of 'power switching' events. Analysis of the battery revealed that the battery failed to meet specifications; device failed to pass functional testing. The battery has a loose wire due to a solder effect; this may have contributed to the reported event as the poorly soldered wire could have been making intermittent electrical contact. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the batteries and controller. The most likely root cause of the faulty solder is due to a malfunction during the manufacturing process. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. This is report one of two reports (3007042319-2014-00638 and 00920) submitted for devices related to the same event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.